Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a hip fracture nail procedure on (B)(6) 2013. During the procedure, the impactor fractured in the patient while inserting the nail. As a result, the fractured fragment was retrieved.

Manufacturer narrative:
Evaluation of the returned device found evidence of fatigue fracture.